Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 069. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/20/2016 ¿ correction to serial #.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2017 with the following findings: a review of the pump¿s black box showed that the data for the event had been overwritten. No activity outside of normal use was observed in the black box. During testing, the pump powered on and was exercised for 24 hours with no warnings or call service alarms occurring. The pump¿s cover was removed and no intermittent condition was found to the cgm module or printed circuit board. The complaint of a call service alarm issue was not duplicated during investigation. Unrelated to the complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.